Event description:
Received information that an 840 ventilator had an erratic display. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcb). The device passed all tests.

Manufacturer narrative:
(B)(4).